Manufacturer narrative:
A ge service representative performed an onsite investigation. The arcnet pin was pushed in. The x-ray on button and the lemo receptacle cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the x-ray button of the system would stick intermittently and that a control panel error and a communication error were displayed. No pt injury was reported.